Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, filter migration occurred. The physician had measured exactly where the filter needed to be and the greenfield filter was inserted and advanced to the target lesion. Upon deployment, the legs of the filter did not open and the filter migrated up the vena cava and "lodged" up underneath the aorta. The filter was snared out of the aorta and pulled back to the vena cava with the legs still closed. The filter was expanded and implanted at the target location. The procedure was completed with this filter. There were no reported patient complications. The patient status is listed as "fine".